Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal. The pump was explanted due to a suspected device related "malfunction". There was no patient injury; the patient recovered with sequela. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a catheter body hole caused by a deep abrasion. The model 8709 pump connector + proximal (36 cm long) were returned for analysis. During the pressure testing, a leak was noted 2.1 cm from the pump connector. A hole was discovered where the leak was seen. A deep abrasion was seen at the same location. The catheter may have been rubbing against the pump causing the abrasion and hole.